Manufacturer narrative:
Updated fields: h6 (health effect - clinical, type of investigation, investigation findings, investigation conclusions). A getinge field service engineer (fse) was dispatched to evaluate the unit. The (fse) was able to confirm the issue. The fse reported that they reset the fault log and the unit passed all functional and safety tests.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) displayed , maintenance must be considered" has occurred. There was no patient harm reported.